Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
The patient experienced an extrusion of the electrode to the outer ear. The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.